Event description:
It was reported by service report that the power load trolley will not lock in place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.